Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an interrogation prior to a generator changeout, high, out of range impedance was discovered on the left ventricular lead due to fractured conductors. Programming changes were made. The patient was stable.

Event description:
New information indicated that the left ventricular (lv) lead was explanted. No further information was available.

Manufacturer narrative:
The reported event of fracture and high pacing impedance was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The test for lead impedance could not be performed due to the condition of the lead, consistent with procedural damage. Visual and x-ray examinations did not find any anomalies except for procedural damage.